Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure in 2007. The patient was seen in 2015 for urgency and incontinence. On examination, bilateral extensive vaginal exposure of the mesh was noted. Additional information has been requested.